Event description:
Reporter alleged the lancet needle that is a part of the multiclix lancing system used in finger-stick blood glucose testing would not retract after the device was fired. No report of any actions that were taken or treatment was received. A request had been made for the return of the suspect product and replacement product had been sent.